Event description:
Reporter indicated a handheld vns dell computer was freezing for approximately 15 minutes after interrogation. The reporter did not wish to return the handheld dell computer at this time.